Event description:
Caller reportedly rec'd results of 327 mg/dl and 145 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.